Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Performed leadscrew reset torque test. Inpen [passed/failed] and is [within / not within] specification (ccw: 3.75ozf-in). Inpen passed front cap investigation. In conclusion: no mechanical malfunctions noted during testing that could affect insulin delivery. Therefore, the customer concern of leadscrew anomaly could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia which did not require treatment. Troubleshooting was performed but later it was declined. The customer reported a blood glucose value of 250 mg/dl. The customer reported customer reported the following led up to the event: had a long walk and no insulin came out from the inpen current inpen¿s date of first use: (B)(6) 2024. The event involved product(s) mmt-105elpkna. The customer reported an inpen screw movement issue. Identified inpen screwpulled back into the inpen while dialing and the customer did not touch/twist the injection/dose button or customer change cartridge but was not successful in priming inpen. Inpen replacement required. The customer reported high bgs. No further patient complications were reported. Mmt-105elpkna was requested and the customer response was the device will be returned.